Event description:
Pt had mesh implanted during open incisional herniorrhaphy in 2006. Mesh was subsequently included in a market withdrawal in january 2007. Pt had been complaining of pain at surgical site. Mesh was removed in 2007.